Event description:
Healthcare professional reported the reason for left side removal was noted as ¿incision and drainage, abscess, simple, single, trunk removal, tissue expander, breast, insertion implant removal, mediport¿. Device has been explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: abscess.